Manufacturer narrative:
Date of event estimated. Additional information - patient's weight.

Event description:
Related manufacturer reference number: 3006705815-2023-04670. It was reported that the patient's leads had migrated, and as a result was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.